Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, per post procedure discussion, the patient¿s young age (56) at the time of implant may have contributed to the stenosis. In addition, the patient¿s co-morbidities (hodgkin¿s disease with radiation, cad, severe mitral regurgitation and tricuspid regurgitation) put the patient at higher risk to develop stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): human factors.

Event description:
Approximately 5 years and 7 months post implantation of a 23mm sapien valve the patient received a second 23mm sapien xt valve due to stenosis. Per report, 3-4+ aortic insufficiency (ai) was noted. However, in speaking with physician it was stated the valve was stenotic as evidence by difficulty crossing the valve with the wire. Sapien xt valve was positioned almost exactly aligned aortic and ventricular with original sapien valve, approximately 50:50 to native annulus. Ventilations were held, pacing was performed with good capture. The valve was positioned as intended, approx 50:50 to native annulus and aligned with previously implanted sapien valve. The delivery system was removed with no complications. Per post procedure discussion, the doctor felt re-stenosis of valve may have occurred due to patient's younger age precipitating earlier stenosis.